Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis- l4-5 disc herniation, spinal stenosis procedure- transforaminal lumbar interbody fusion (tlif) it was reported that intra-op, the cage broke while implantation. The doctor knocked the holder and wanted to implant the cage into the inter vertebral space, resulting in cage fragmentation. Cage was removed intra-operatively itself. There were no patient complications as a result of this event.